Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda, recurrent mitral regurgitation, heart failure and prolonged hospitalization it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted posterior prolapse leaflets and p3 flail. On (B)(6) 2020, one clip was successfully deployed, reducing mr to 1+. Then on (B)(6) 2021, the patient returned with heart failure. It was discovered that the clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 4. Treatment has not yet been performed. The patient was discharged. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, a cause for the reported single leaflet device attachment (slda) could not be determined. The reported mitral regurgitation (mr) was a result of the reported slda as the mr returned to grade 4 after the slda occurred. The reported heart failure was related to the reported slda. The reported hospitalization was a result of case specific circumstances as the patient was hospitalized for evaluation. Mr and worsening heart failure are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.